Event description:
It was reported during the procedure while advancing the subject coil to the treatment site, there was difficulty engaging the coil with the aneurysm vessel. While re-positioning the coil, it damaged the vessel and caused a bleed. Embolization was performed in the aneurysm to stop the bleed. There was a 60-minute delay in the procedure. The patients current condition is unknown. No other information is available.